Event description:
The customer reported the cutting wire of the tome snapped during an unspecified procedure involving an olympus single use preloaded sphincterotome. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.